Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. It is most likely that the reported issue was caused by unexpected stress being applied to the camera head due to the user's mishandling, resulting in the failure of the charge-coupled device (ccd), which resulted in the absence of images. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
The device was returned to the service center. The evaluation found the device produced no image as the ccd (charged coupled device) unit was defective. Also, the evaluation confirmed noise/static appeared intermittently as the cable unit was found defective. The device was repaired to standard specifications and returned to the customer. The purchased date of the device was (B)(6) 2010 and a review of the repair history indicates one repair on (B)(6) 2018 as the ccd was found defective. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported that during preparation for use of an unspecified therapeutic procedure, the high definition autoclavable camera head had "red static". There was a 5-minute delay as another camera head was used to complete the intended procedure. No patient injury or harm was reported. Additionally, no physical damage was observed to the camera head end, the connector and or the cable. The electrical contacts on the video connector were inspected and no abnormalities were noted.